Event description:
It was reported that the procedure was to treat a lesion in the renal artery. During use with the 7.0 x 15 mm herculink stent delivery system (sds), the stent dislodged proximal to the target lesion. A balloon catheter was used to retrieve the dislodged stent successfully. A new herculink sds was used to treat the target lesion and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.